Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and a transmitter failed error was found. The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of a transmitter not working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.